Manufacturer narrative:
Concomitant medical products: product ID 8780, lot# hg32tlz02, serial# (B)(4), implanted: (B)(6) 2019, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 08-jan-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider regarding a patient receiving morphine via an implantable infusion pump. It was reported that during an unrelated surgery the catheter was found to be subcutaneous. The caller stated they wish to discontinue therapy at this point and were provided the pump off password.